Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the programmer stylus position on the touch screen was out of calibration. It was indicated that the display connector required cleaning and reseating. It was also indicated that multiple external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.